Event description:
The patient reported new scapular pain, and said they felt like the lead moved. Patient is contacting their healthcare provider (hcp) office. The cause is unknown, and the issue is not yet resolved, but the rep noted they would submit any new information that becomes available.

Manufacturer narrative:
Continuation of d10: product ID: 977c165, serial# (B)(6), implanted: (B)(6) 2025, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 10-jun-2029, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.